Event description:
It was reported that the customer experienced intermittent connectivity between the ilet and a g6 sensor and reported hypoglycemia with a lowest glucose value of 47 mg/dl, after which the customer ingested approximately 3 oz of mango juice and recovered within 15 to 20 minutes without third-party or medical assistance. Symptoms included low blood glucose. Outcomes included no injury, no hospitalization, and no medical intervention beyond oral carbohydrate intake. Troubleshooting and education were completed, including advice to remain disconnected from the ilet, remove the cartridge, keep the ilet nearby to monitor g6 connectivity with a newly applied sensor, and plan for a factory reset with the trainer. Investigation included customer interview and device-use review. Investigation of this case revealed an unclear cause of hypoglycemia with reported intermittent sensor connectivity; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.